Manufacturer narrative:
H6 component code: g03001. The abbott ambassador noted that the alinity s system produces foam and waste that is typically taken out of the building through a floor waste drain. However, no floor waste drains were present at the customer site when this incident occurred. An improperly sealed non-abbott external waste pump resulted in waste foam leakage, which subsequently resulted in a short and visible smoke. A review of tracking and trending did not reveal any trends for the alnty s system with regard to the issue in the current complaint. An instrument service history review identified one additional issue associated with pressure buildup due to foaming from the alinity s system, which caused a sudden overflow of the waste fluid from the improperly sealed non-abbott external waste pump. There have been no subsequent reports from the customer site regarding further evidence of smoke incidents due to a short observed due to an improperly sealed non-abbott external waste pump. No additional complaints have been identified that reported incidences of smoke due to external waste pumps. The alinity s system pre-site checklist contains adequate description of the liquid waste delivery system. The checklist recommends the laboratory drainage system and the connection from the liquid waste line to the laboratory drainage system be sealed to reduce the risk of excess foam coming out of the drain. Additionally, the alinity s system service documentation and the alinity s system operations manual contain adequate information for electrical hazards. Specifically, the use of appropriately grounded electrical outlets of correct voltage and current-handling capability was noted in the alinity s system service documentation and the alinity s system operations manual. Further, the risk reduction for safety hazards on dallas-site diagnostic equipment and accessories (dated january 21st, 2021) contains information noting abbott diagnostic equipment and accessories are certified to the appropriate us, canadian and international safety standards, and adequate protection is provided for the operator against electric shock or burn. The memo notes abbott¿s equipment in most cases, exceeds the safety standards requirement and provides two levels of protection against the spread of fire. In addition, the safety standards require double protection against electric shock. The memo also notes abbott diagnostic division performs an in-depth risk analysis which ensures that the overall residual risk is at an acceptable level. The evidence of visible smoke that originated due to short in the improperly sealed non-abbott external waste pump connected to an alinity s system was limited to one alinity s system and did not spread to other components or the systems. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. An improperly sealed non-abbott external waste pump resulted in waste foam leakage, which subsequently resulted in a short and visible smoke. No systemic issue or product deficiency was identified for the alnty s system (part number 06p16-01).

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The abbott ambassador observed excessive foaming coming from an improperly sealed customer installed non-abbott external waste pump that is attached to the alinity s system. This extensive foaming caused the non-abbott external waste pump to short and fail, resulting in visible smoke. The non-abbott external waste pump was disconnected from power and the waste spill was cleaned up. All other external pumps (3) had power disconnected. All alinity instruments connected to the external waste pump were turned off and had signs taped to them saying "do not use". One ambassador and 2 gss (global service and support) individuals from abbott were on site when this event occurred and verified that nobody was hurt or injured. No impact to patient management was reported.